Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address frequent dislocations. Doi unk - dor (B)(6) 2010 (right hip). Update: litigation papers received on 10/28/2013. Litigation alleges pain. The metal liner is being reported to address the allegation. An invoice has also been located and part and lot information updated for the femoral head, as well as the date of implant. The complaint has been updated on 11/25/2013. Update rec¿d 2/10/2014- pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient had the original surgery on (B)(6) 2005 and was revised on (B)(6) 2006 because of instability and an anteverted cup. At this point competitors products were put in the acetabular side. The patient was revised again on (B)(6) 2010 because of loose competitor cup and leg length discrepancy. Records are available for further review. The complaint was updated on: 03/11/2014.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the ybb35 lot code found one manufacturing deviation. It was confirmed that the deviation should have had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.